Event description:
A malfunction was reported on a pump after it was taken through an x-ray at airport security. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer contacted technical support, which assisted in resetting the pump malfunction code. After the reset, the malfunction code did not recur, and the customer was advised that they could continue using the pump while monitoring for any future issues.